Event description:
Pt had two ash split catheters and both developed leaking at the hub site. The first catheter was implanted and removed. The same day the second catheter was implanted. The second catheter was removed after 3 months.